Event description:
Essure implanted 2012. Side effects I suffered for 4 years: chronic cramping (daily), sharp/stabbing pelvic pain, chronic pelvic pain, discharge w/odor (daily), hot flashes, bacterial vaginosis, night sweats, loss of libido, bleeding/spotting after sex, painful periods, painful intercourse, incontinence, breast pain/tenderness, neck pain/aches and stiffness, bloating, numbness/tingling in extremities (hands), vitamin d deficiency, chronic fatigue, skin irritation/itching, hair loss/thinning, weight gain, swelling of legs/feet, dry skin (face), skin discoloration/blotches (face), bloating, estrogen and progesterone deficiency, forgetfulness, short term memory loss, hysterectomy done (B)(6) 2016 to remove the essure.